Event description:
Caller alleged discrepant low inratio inr result in comparison to the laboratory inr result. On (B)(6) 2014 patient fell and "bruised her behind," inratio inr was 3.3, monitor was on patient's lap during testing, therapeutic range: 2.0-3.0. On (B)(6) 2014 patient was dizzy and fell, she was transported to the hospital and admitted. At the hospital patient was hypotensive, hemaglobin was 8 and inr was 5.4, vitamin k was administered. There was no reported bleeding or transfusion. On (B)(6) 2014, the inratio was 1.8 and the patient was discharged from the hospital. Monitor was on patient's lap during testing. Therapeutic range 2.0 - 3.0 for the patient. There was no additional information provided.

Manufacturer narrative:
Investigation pending.